Manufacturer narrative:
Correction information: g6: follow up #1; h2:if follow-up, what type?; h3:device evaluated by manufacture; h6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: the device has been repaired. And the lamp replaced.

Event description:
The lamp is defective after two weeks of use this event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.